Manufacturer narrative:
Section a patient information: no patient information was provided. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, and 510k/PMA/bla of k191595. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I results.original sample tested 83 pg/ml, new sample tested <4 pg/ml, original sample repeated <4, <4 pg/ml. No impact to patient management was reported.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I results. Original sample tested 83 pg/ml, new sample tested <4 pg/ml, original sample repeated <4, <4 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review of complaint data for the complaint list number does not identify any increase in complaint activity. The labeling review concludes that the issue is adequately addressed. A device history review did not identify any potential non-conformances, non-conformances and deviations associated with the complaint lot number and complaint issue. No return specimens were provided by the customer. Field data review was performed. The overall performance of architect stat high sensitive troponin-I assay in the field was reviewed using data from customers worldwide. The complaint lot are within the established limits and comparable to the historical reagent lot performance. Based on this investigation, no systemic issue or deficiency was identified with the architect stat high sensitive troponin-I reagent lot identified in this complaint.

Manufacturer narrative:
Section d4. Lot, expiration date and primary UDI number updated. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I results. Original sample tested 83 pg/ml, new sample tested <4 pg/ml, original sample repeated <4, <4 pg/ml. No impact to patient management was reported.